Event description:
It was reported that during a laparoscopic hernia repair, some staples were malformed and blocked. Some staples fell off in the abdomen, but were retrieved. Changed to a new like device to complete the procedure. No patient consequence was reported.